Event description:
As reported to co, the entire mentor 3-piece inflatable penile prosthesis was removed and replaced with another 3-piece inflatable device.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was revised on 2/13/97 because the "pt was unable to inflate or deflate the device. Additionally there was a fluid leak." Requests for the explanted prosthesis and for add'l info surrounding this event have been made, however, to date neither the device nor the info have been received. Without the benefit of analyzing the explant and without the requested info, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should the explanted device or add'l info be received, qa will re-evaluate this event in accordance with procedures.